Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric sleeve- "dr (B)(6) went to take the first bite of tissue and device would not work. They said it seemed to cut before the energy was applied. The vessel started to bleed. " patient status - patient in good status.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the tip of the jaws. During testing, engineering was unable to replicate the incident as tests showed there were no connection issues when plugging the device into the generator. The root cause of the incident remains unknown as engineering was unable to replicate the incident. However, the device key log indicated that the device may not have been entirely plugged in at the start of the case preventing delivery of energy. If this were to have occurred while the device latched on tissue, bleeding could have resulted if energy was not activated and the jaws unlatched from the tissue. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.